Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748951, serial (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: extension. Product ID: 748951, serial (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there was an infection at the location of the ins and extensions. It was noted that the infection wasn¿t confirmed. The rep reported that the ins and extension were removed on (B)(6) 2017 emergently. Additional information was received from the rep on 2017-11-22. The rep reported that the battery was explanted due to infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was reported. No further information was reported.